Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) did not release normally. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 7f exoseal vascular closure device (vcd) did not release normally. There was no reported patient injury. Additional information was requested but not provided. One non-sterile 7f exoseal vascular closure device was returned for investigation. Visual inspection revealed that the deployment lever was in the depressed position while the guard was locked. The plug was not returned for evaluation, and the indicator wire was in the retracted position. A non-cordis catheter sheath introducer (csi) was returned inserted into the device. The indicator window was observed in the black/white/red position. No additional anomalies were noted during the visual inspection. A functional deployment simulation could not be performed, as the device was received in a fully deployed condition. A high-magnification microscopic evaluation was conducted after opening the device case to inspect the internal mechanism. The internal components were properly assembled, and no abnormal conditions were identified during the analysis. A product history record (phr) review of lot 18285053 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿vascular closure device (vcd)-deployment difficulty-unable¿ was not observed through analysis of the returned device since it was received with the plug fully deployed and not included for analysis. The exact cause of issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced as the plug not releasing normally since the device was received fully deployed and the plug was not returned for analysis. However, procedural/handling factors are likely since there were no anomalies noted during product analysis. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. As stated in the IFU, ¿use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Note: a small amount of non-pulsatile blood flow may appear from the bleed-back indicator until the exoseal¿ vcd and vascular sheath introducer are removed from the tissue tract. Wipe the entry site and evaluate for hemostasis. If hemostasis has not occurred, continue applying light manual pressure to achieve hemostasis.¿ neither the product analysis, phr review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 7f exoseal vascular closure device (vcd) did not release normally. There was no reported patient injury. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18285053 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "vascular closure device (vcd) deployment difficulty unable" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.